Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported immediately post op a swedish adjustable gastric band procedure, the surgeon tested the band after the procedure, and he found the band could not be used normally. The band seemed to have a "leak", so a new band was implanted. The band was examined and a break was noticed. The surgeon thought the break on the band seemed like it was cut through by the suture (ethibond). The video was checked. When the surgoen was suturing on the stomach, he was sure the needle did not pass through the band. Procedure prolonged 20 minutes. There were no adverse consequences for the patient.